Event description:
Pt received two leads with the same number. It was reported the pt experienced ineffective stimulation. Fluoroscopy revealed that the pt's scs leads had migrated. Surgical intervention will take place to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.